Event description:
It was reported that a vascular stent was deployed in an femoral vein graft. Upon removal of the delivery system, approximately 6 cm of the inner catheter was noted to have detached from the system. The distal segment of the inner catheter remained attached to the guidewire and was removed in its entirety without incident. No reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.